Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03073. The patient received 2 trial scs leads with different lot numbers. It was reported the patient experienced a csf leak during a trial procedure. Subsequently, the patient had a headache after the procedure. It was also reported the morning after the procedure the patient's headache had resolved. Follow-up identified a blood patch was done on (B)(6) 2012 due to the patient experiencing a headache for several days prior. Additionally, the trial was extended due to the patient's headache. The headache resolved with the blood patch.